Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the talar component for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction - h6 (results code and conclusion code). The reported event could be confirmed, based on available CT scans and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed "tibial (construct): there is almost no radiolucence or other signs of loosening. There is no migration visible. The pe is not separated from the tibial component. There is no indirect sign of loosening or migration. Talar (construct): the talar component shows radiolucence and some smaller cysts. It is loosened and shows significant migration anteriorly." Based on investigation, the root cause was attributed to a patient related issue. The failure was detected by presence of radiolucence and cyst around talar component. Poor bone stock most likely contributed to the alleged issue. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the talar component for reasons that are not available at the time of this report.